Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to its location. The patient underwent pocket revision and was fine following the procedure.